Event description:
The hearing aid (h/a) user complained of a missing wax guard during a follow-up visit at the dispenser's office. The dispenser removed the wax guard from her ear. There was no injury, no swelling, and no redness, or drainage to the pt's ear.